Manufacturer narrative:
(B)(4).

Event description:
It was reported that two to three days after flying the pt experienced a loss of therapeutic effect. The impedance was measured at over 40,000 ohms on all electrodes, and the pt did not feel stimulation all the way up to 7.5 volts. Movement and palpating did not cause stimulation changes. Xrays did not reveal anything unusual. Additional info received reported that the leads may be fractured. No intervention had yet been taken or planned.